Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). After a non-bsc guide wire crossed the lesion, a 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.0 mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.